Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns / code 102 and 109) was confirmed. The cause for the code 102 is broken leads on high-voltage capacitor c19 on the defibrillator board. The root cause for the broken leads on c19 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. In addition, the cause for the abnormal shutdowns and code 109 is corrupted flash data. Th root cause for the corrupted data could not be positively identified. No adverse event resulted from the broken lead on c19. The patient received a replacement monitor.

Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his monitor. The patient's download revealed abnormal shutdowns and service codes 102 and 109. The patient was issued a replacement monitor.